Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range, hv lead impedance on the svc-can vector was observed. Noise was also noted during further testing. Patient received multiple appropriate shocks and was about to undergo vt ablation procedure. It was determined that the leads were not connected properly in the header during device change out. The leads were reinserted securely and the issue was resolved. The patient condition was fine after the event.